Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 2 bd posiflush syringes were missing label information due to them sticking together. The following information was provided by the initial reporter: "during redressing activity found 2 units items stick together..."

Event description:
It was reported 2 bd posiflush syringes were missing label information due to them sticking together. The following information was provided by the initial reporter: "during redressing activity found 2 units items stick together..."

Manufacturer narrative:
H.6. Investigation: after bhr and maintenance records review, there were no issues related with the reported defects. Therefore, it has not been found any specific circumstances, from manufacturing process, that could explain the described complaint. However, damaged shelf cartons identified in pictures sent by the customer, can occur during manufacturing if there is a problem in the secondary packaging station that leads to a material jam. In this situation, material must be moved away and inspected. In case of the tertiary packaging station, shelf cartons can be damaged if there is any malfunction that leads to the station to push the shelf cartons incorrectly into the case carton. Extra/double labels seen in the pictures, may happen when there is a jam in the belt that feeds the shelf carton label printer (secondary station) or if the label reel is deffective. That may happen if the distance between labels is very small. The label dispenser does not detect the separation and dispense two labels at the same time.